Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, fielder; guide cath: launcher 6fr jr4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified eccentric, 99% restenosed de novo lesion in the mid right coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. A 3.0x23 mm xience alpine stent delivery system (sds) could not cross the lesion due to the patient anatomy. Additional dilatation and the double wire technique was performed, however the sds still could not cross the lesion. The sds was removed from the patient anatomy and the stent dislodged and became stuck inside the y-connector (rotating hemostatic valve). The stent was retrieved from the rotating hemostatic valve without intervention and was noted to be stretched. The sds was replaced with a non-abbott stent, which also had difficulty crossing the lesion. A non-abbott catheter was used to successfully crossed the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The stent damage was unable to be confirmed as the stent was not returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.